Manufacturer narrative:
Investigation: visual inspection: during the investigation, some residue tissues on the device was determined. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to check the flow, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the valves are operated within the accepted tolerance in both positions. Adjustment test: the m.blue and the progav 2.0 were tested and are adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake functions are fully operational and the braking forces are within the given tolerances. Internal inspection: after dismantling of the valves, deposits were found in both valves. Results: based on our investigation results, we can determine deposits. The deposits had no effect to the technical properties at the time of the investigation. The cause of the aforementioned functional impairment is not known to us at the time of the examination. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a m.blue plus (#fx410t) was implanted during a procedure performed on (B)(6) 2023. According to the complainant, the m.blue plus had adjustment difficulties. The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 10 years. Height: 142 centimeters. Weight: 31 kilograms.

Manufacturer narrative:
Investigation on-going. The release for investigation is missing. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.